Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry. On (B)(6) 2015, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. No issues were noted with the device. According to the complainant, on (B)(6) 2015, the patient experienced exacerbated asthma and was seen in the ER. The patient was treated with a nebulizer, amoxicillin, and 40 mg oral prednisolone and was hospitalized for further management and care. The event was considered resolved as of (B)(6) 2015, and the patient was discharged from the hospital with 5 days of amoxicillin and prednisolone. Baseline spirometry values visit date: (B)(6) 2014. Pre-bronchodilator, fev1: 00.91 , fev1 % predicted: 44.00, fvc: 1.90, fvc % predicted: 74.00. Post-bronchodilator, fev1: 1.15, fev1 % predicted: 53.00, fvc: 2.05, fvc % predicted: 79.00 lab data: n/a.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry. On (B)(6) 2015, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. No issues were noted with the device. According to the complainant, on (B)(6) 2015, the patient experienced exacerbated asthma and was seen in the ER. The patient was treated with a nebulizer, amoxicillin, and 40 mg oral prednisolone and was hospitalized for further management and care. The event was considered resolved as of (B)(6) 2015, and the patient was discharged from the hospital with 5 days of amoxicillin and prednisolone. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 00.91, fev1 % predicted: 44.00, fvc: 1.90, fvc % predicted: 74.00. Post-bronchodilator: fev1: 1.15, fev1 % predicted: 53.00, fvc: 2.05, fvc % predicted: 79.00. Lab data: n/a. Additional information received on 02sep2015. On (B)(6) 2015, while hospitalized for asthma exacerbation, the patient was diagnosed with lower respiratory tract infection and was treated with amoxicillin. The event was considered to be resolved as of (B)(6) 2015. Additional information received on 25nov2015. The site reported the corrected baseline data below: baseline spirometry, pre bronchodilator fev1 changed to 00.97, pre bronchodilator fvc changed to 1.86, pre bronchodilator fvc (% predicted) changed to 72.00.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry. On (B)(6) 2015, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. No issues were noted with the device. According to the complainant, on (B)(6) 2015, the patient experienced exacerbated asthma and was seen in the ER. The patient was treated with a nebulizer, amoxicillin, and 40 mg oral prednisolone and was hospitalized for further management and care. The event was considered resolved as of (B)(6) 2015, and the patient was discharged from the hospital with 5 days of amoxicillin and prednisolone. Baseline spirometry values: visit date: (B)(6) 2014: pre-bronchodilator: fev1: 00.91, fev1 % predicted: 44.00, fvc: 1.90, fvc % predicted: 74.00. Post-bronchodilator: fev1: 1.15, fev1 % predicted: 53.00, fvc: 2.05, fvc % predicted: 79.00. Lab data: n/a. Additional information received on 02sep2015. On (B)(6) 2015, while hospitalized for asthma exacerbation, the patient was diagnosed with lower respiratory tract infection and was treated with amoxicillin. The event was considered to be resolved as of (B)(6) 2015.